Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
It was reported that the implant was removed 2 days after placement due to discomfort.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The reported dental implant was returned for investigation. Visual evaluation of the as returned product identified minimal signs of wear and debris about the threads, drive feature, and vent. Product matched print specifications when measured against production drawing. De reported product was located on tooth # 30 and used for approximately 2 days. The reported event is not related to the functional performance of the device. Therefore, functional testing to recreated the reported event could not be performed. The customer has not provided additional pictures or x-ray images of the implant site. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was removed 2 days after placement due to discomfort. Patient not returning for future implant replacement. The reported complaint could not be verified with the information provided and following inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI. G4: date received by manufacturer. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes.